Event description:
It was reported that the pacemaker was suspected to exhibit oversensing on the atrial channel. This involved lead is a non (B)(6) product. No adverse patient effects were reported. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).